Event description:
The user facility reported that during a surgical procedure the patient was positioned in full left tilt, partial trendelenburg with the table in the lowest extreme position. During the course of the procedure, the surgeon noticed the weight of the patient against her waist and reported to see the upper torso of the patient sliding from the table. The body strap in place at the time of the event restrained only the lower portion of the patient. The or staff chose to lower the patient to the floor, remove the table and place the patient on a replacement table. The surgeon inspected the patients surgical site and did not identify any injury to the patient. The hospital staff also performed a CT body scan of the patient and identified no injury. The surgery was completed successfully with no reports of complications for the patient or injury to hospital personnel. The user facility also reported hearing no noise from the table or experiencing any movement.

Manufacturer narrative:
A steris service technician inspected the table, articulated all movements and identified no problems with the table. He also verified that the velcro strips on the table pad were in good condition and found no issue. No repairs were necessary. Based on the description of the event, the root cause of the patient movement was inadequate restraint of the patient for the positioning of the table at the time of the reported event. The 3085 operator manual does warn in section 4-2 that... Patient must be secured to the table in accordance with recommended positioning practices. The user facility has accepted in-service training on patient positioning. The training has been scheduled for (B)(6) 2011.